Event description:
An ocd employee reported that while performing maintenance on summit, there was a blood born pathogen exposure while replacing the drain tubing. The drain tubing had an exposed piece of metal the penetrated through the drain tubing and the employee's protective glove.